Manufacturer narrative:
The incident device is not being returned, the investigation regarding this event is on-going, and the root-cause of this event has not been determined. It is likely that the root-causes of this event are identical to those identified for a similar complaint previously reported to kimberly-clark; however, this has not been verified. Two root causes were identified for the previous event, and changes to address one of the causes were implemented in 2008. Changes to address the second root cause of the prior event are in process. A follow-up report will be provided if additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A respiratory department reported that over the past year, approximately one or two patients each month experienced migration of the 8.0 fr microcuff et tubes. The tubes are allegedly migrating outward/upward while taped in place resulting in a bend forming the tube at the top part of the oral-pharynx region. Reportedly, this event primarily occurs in more alert pts, who become agitated and desaturated following occurrence. In most cases, re-intubation of the pt is required to correct the occurrence; however, deflating the cuff and repositioning the tube has also corrected the event. No injury to patients has been reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.